Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, and it was noted that the pump was dimpled; therefore, the component was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, and leak tested. Visual examination revealed that the kink resistant tubing (krt) was worn to the filament and there was bodily fluid contamination within the component; therefore, it was not functionally tested. No leaks were identified in the pump. Based on the information available and analysis results, the reported clinical observation of the pump being dimpled could not be confirmed.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, and it was noted that the pump was dimpled; therefore, the component was removed and replaced. There were no patient complications reported.